Manufacturer narrative:
(B)(4). It was reported that the customer could not duplicate the alleged malfunction. The ventilator passed all performed testing and was returned to service.

Event description:
It was reported that the ventilator that ventilator stopped cycling. Patient involvement is unknown.